Event description:
It was reported that a revision surgery was performed due to the patient experiencing pain, coronal imbalance and a t8 compression fracture at the level of the hardware. The patient originally underwent a t10-ilium posterior spinal fusion in (B)(6) 2013, exact date unknown. The surgeon used a ti uss, universal spine system, dual opening and uss vas iii with 2 screws. On an unknown date, the patient complained of ongoing thoracic pain and coronal imbalance, the patient walks leaned over to the side to compensate. It is not reported as to how the surgeon discovered the patient developed a t8 compression fracture above the levels of the hardware. It was reported that there was no issue with the hardware. The surgeon decided to perform a two stage surgery in which, stage one took place on (B)(6) 2014. All rods, collars and nuts were explanted. An unknown amount of screws remained in the patient. The surgeon then checked all the screws to ensure that they are securely anchored in the bone and replaced the unknown amount of screws that were loose with larger screws. The surgeon then instrumented the levels above the previous fusion to t4 using the dss dual opening. The explanted devices will not be returned. All item numbers for the explanted devices have been reported with the exception for an unknown amount of 499.2xx series screws and two 499.3xx series screws. It was further reported that the amount of screws implanted and explanted is unknown and the patient did not have screws at every level. The second surgery was completed on (B)(6) 2014, whereby the surgeon performed an l3 pedicle subtraction osteotomy as well as ponte osteotomies to correct the patients coronal imbalance. The surgeon then connected the new rods from t4-ilium with the screws placed in stage one. This second surgery was completed successfully with no issue. The product has not been returned for investigation and no further information was provided. This is report 2 of 10 for complaint (B)(4).

Manufacturer narrative:
Additional product code for this report includes nkb.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Implant on unknown date in (B)(6) 2013. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided. Placeholder.